Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU) ¿inspection of the endoscope." IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 "using endo therapy accessories." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during reprocessing, the bronchovideoscope failed a leak test at distal end. The intended procedure had a diagnostic approach. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the plastic distal end cover was burnt/melted. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the bending section cover was leaking due to a hole. The bending section cover glue was chipped and lifted. The objective lens had peeling glue. The light guide lens had scratches. The insertion tube had scratches and multiple dents. The ring gauge failed. The bending section cover electrical continuity test failed between 200 - 300 ohms (unit of electric resistance). The charge coupled device shrink tube was torn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.